Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 425 mg/dl. The customer delivered manual injections. Troubleshooting was declined. She could see air bubbles when the tubing was getting pinched off. The air bubbles were caused by the belt clip. The customer had issues with the belt clip. The device was not returned.